Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was performing a procedure on a patient who previous had a laparoscopic sleeve gastrectomy and was using an endocutter to perform the procedure. For the first firing at the tantrum of the stomach the surgeon used a gold reload. The surgeon finished the first firing cycle without any problems, no strange noises were heard or extra resistance felt. During the second firing stroke, the tissue seemed pushed forward out of the stapler. The surgeon stopped firing immediately and decided to return the knife blade to the home position. After opening the stapler and removing the stapler of the tissue unformed staplers were showed. The surgeon opened a new device and finished the procedure with the new device without any problems with the stapler. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device cut? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? From what I understand a small cut line was showed but no abnormalities in the cut line have been noticed. I can always ask for the video material if that will help. Did the device cut? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Please send the video electronically to productcomplaint1@its.jnj.com and include complaint number (B)(4). Per the affiliate for additional information : I will contact the doctor for the video. As soon as I have this we will send it.